Event description:
Customer reported feeling very shaky, heavy sweating, and unsteady on his feet after testing 7.9 mmol/l on the mobile system. Customer was treated by consuming a couple of wheat-a-bits with two or three spoons of white sugar. Then he sat down for about 15 minutes as he felt very drowsy; low blood glucose symptoms improved. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluated by MFR: will not be returned to manufacturer.